Event description:
Customer reported that instrument smelled like it was burning and was hot to the touch. The customer indicated that they used aa batteries to make the instrument work because they did not have a power cord. The customer turned off the unit. There was no report of injury for this event.

Manufacturer narrative:
Customer was informed that aa batteries are not the correct batteries to use on the instrument and they were informed of the correct battery to use. The cause for why the instrument smelled like it was burning and was hot to the touch is unk.